Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pressure setting on the patient's shunt was changing very frequently. It was stated they would have to set up an appointment at the office every time it needed to be adjusted. They had taken every precaution they could think of to try shield them from the exterior magnetic fields.